Event description:
On december 15, 2009, the doctor reported that a patient lost two (2) implants due to unknown causes about one month after placement. This is the second of two incidents.

Event description:
It was reported that the patient has expired, due to unknown reasons. The date of patient's death and implant duration are also unknown. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.